Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.5/3.0/091(sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was repositioned due to lens rotation not associated to low vault. This did not resolve the problem. On (B)(6) 2022 the lens was exchanged and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Corrected data: d4: model number: should be corrected to vticmo_12.6. Claim# (B)(4).

Manufacturer narrative:
Additional information: returned product evaluation found the lens returned with moisture in a microcentrifuge vial. Visual inspection found the optic torn and split and the haptic torn. Dimensional inspection was unable to be performed due to significant lens damage. Claim# (B)(4).